Event description:
Pt reported that their one touch ultra meter was reading inaccurately high. During troubleshooting, it was discovered that the meter was in the wrong unit of measurement. However, the pt did not remember going into the set-up mode to even accidentally change the unit of measurement. Therefore, this case is reported as a meter malfunction. Pt had contacted their doctor regarding the high readings, and the doctor increased their oral medications. There was no adverse event reported.